Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced needle break event on 10-may-2024. The insertion site was at butt. The infusion set was in use for one day. No further information available.